Manufacturer narrative:
(B)(6). Describe event or problem updated. (B)(4).

Event description:
It was further reported that the hypotube of the device broke outside the patient, on a portion that could enter the patient's body.

Manufacturer narrative:
Device evaluated by MFR. A synergy ous mr 3.0 x 20mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found a hypotube break at 330mm from the end of the hub and several hypotube kinks along full catheter length were also noted. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that the hypotube of the device broke outside the patient, on a portion that could enter the patient's body.

Manufacturer narrative:
(B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00 x 20 synergy&#10244;rug-eluting stent was selected and introduced onto the guide wire. However, it was noted that the hypotube of the device broke more than 15cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.